Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while performing physical activity. Technical services (ts) analyzed device episode data and found that there was noise with t-wave oversensing. The shock impedance was greater than 100 ohms. It was noted that device programming optimization was performed while patient was in clinic, but device was ultimately left in the primary vector. Ts suggested chest x-ray as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received an inappropriate shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while performing physical activity. Technical services (ts) analyzed device episode data and found that there was noise with t-wave oversensing. The shock impedance was greater than 100 ohms. It was noted that device programming optimization was performed while patient was in clinic, but device was ultimately left in the primary vector. Ts suggested chest x-ray as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, another inappropriate shock occurred due to t-wave oversensing at elevated rates. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.